Event description:
A dialysis facility nurse reported that a pt removed less ultrafiltration (uf) than intended during a treatment on an accura hemodialysis machine. Replacement fluid was being administered during the treatment and therefore the pt actually had fluid weight gain rather than weight removal. The pt was administered oxygen and had no adverse consequences.